Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable ne urostimulator 97715 intellis adaptivestim pain experienced a return of pain, high impedance, loss of stimulation, and stimulation in an incorrect location. High impedance was identified on contacts 8 and 9 as "do not use," and contacts 6, 7, 13, and 14 as "avoid." The high impedance was not observed on the day of surgery. Troubleshooting steps included reprogramming to avoid all questionable contacts. The issue was ongoing and had not been resolved.